Event description:
It was reported that during one accute thrombectomy case, the distal marker of the subject device was separated and suctioned into the syringe. The physician replaced it with another device and continued without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the catheter tip was seen to be detached from the shaft. Functional inspection was not required. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The catheter shaft was seen to be broken/fractured. The as reported can be confirmed. Due to the breakage, therefore the ro marker detached. The as reported as well as the as analyzed will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during one acute thrombectomy case, the distal marker of the subject device was separated and suctioned into the syringe. The physician replaced it with another device and continued without clinical consequences to the patient.